Event description:
It was reported "balloon burst during use" for a therapeutic endoscopic retrograde cholangiopancreatography procedure (ercp). The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1. (B)(6) hospital. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the following factors may have caused the balloon burst. ·the balloon was extend and retracted with the endoscope's forceps elevator raised, causing the balloon to rub against the forceps elevator. ·the balloon was not fully deflated when the product was inserted into the endoscope, causing the slack balloon to catch on the endoscope channel or forceps table, resulting in increased resistance. ·the device was operated abruptly or with excessive force when retrieving a foreign object. However, it was not possible to determine when or what kind of load caused the balloon burst. Although the root cause of this event could not be determined, we will continue to monitor trends and take appropriate actions as necessary. Olympus will continue to monitor field performance for this device.